Event description:
A report was received that the patient underwent a pocket revision to relocate the ipg to the abdomen. After the revision, the patient reported good stimulation.

Manufacturer narrative:
Device remains in patient. This is the final report.